Event description:
It was reported that this pacemaker exhibited several high out of range pacing impedance on the right ventricular (rv) lead channel outliers over the past year. Additionally, the device exhibited oversensing of noisy signals. The noise was reproduced by touching near the pocket. The device was explanted and replaced with a competitor product. No additional adverse patient effects were reported.